Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old female patient underwent revision breast augmentation with a 650cc mentor memorygel breast implant on the right side, and with 600cc mentor memorygel breast implant on the left side and experienced capsular contracture; baker grade IV on her right side postoperatively. On (B)(6) 2022, mentor became aware that the patient experienced bilateral device migration in addition to right side capsular contracture; baker grade iii/IV. Catalog number 3506504bc; lot/serial number (B)(4) was used as the right side replacement device on (B)(6) 2022. Left side remains in place as per information provided. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).